Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the incident. There was no adverse impact on the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections (mdi) as backup therapy. A replacement pump with updated software was sent, and the customer was instructed on returning the faulty pump within ten days. The customer acknowledged the need to program settings and connect the continuous glucose monitor to the new pump.